Event description:
Hosp is using pre-filled sodium chloride 0.9%-10ml for flushing venous access. Rn discovered the syringe has no fluid (all air), she discovered when trying to prime the syringe for flushing cvp after antibiotic administration.